Manufacturer narrative:
A product investigation is in progress.

Event description:
Worried, that a triangle piece of plastic is still in my body- vagina [foreign body in reproductive tract]. Tampon applicator one of the four triangle plastic pieces at the tip was missing, other three were bent back, looked like the plastic had been perforated [device breakage]. Case description: consumer reported via-email that after inserting a tampon, the applicator was missing one of the four triangle plastic pieces at the tip. The other three were bent back much more than usual, and it looked like the plastic had been perforated more than a usual applicator. No serious injury was reported.

Event description:
Worried.that a triangle piece of plastic is still in my body- vagina [foreign body in reproductive tract] tampon applicator one of the four triangle plastic pieces at the tip was missing, other three were bent back, looked like the plastic had been perforated [device breakage] consumer reported via-email that after inserting a tampon, the applicator was missing one of the four triangle plastic pieces at the tip. The other three were bent back much more than usual, and it looked like the plastic had been perforated more than a usual applicator. No serious injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.